Manufacturer narrative:
The date returned to manufacturer was documented as march 3, 2017 in the previous report. It has been updated as mar 1, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the handpiece did not function and liquid residue was found between inner parts (trigger, gears). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling (cleaning) of the device which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgery, it was discovered that the battery oscillator device had no power and was not working. It was reported that there was a 15 minute delay to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date the device was returned to manufacturer was originally reported as february 14, 2017 in the initial report and has been updated to march 3, 2017. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.